Event description:
Screwdriver sleeves were damaged when inserting the screws into bone. The thread at the tip of the sleeves broke off. In one of the screws, a piece of thread from the sleeve tip fused to the screw head. The fragment was unable to be removed. The construct was assembled and the procedure was completed.

Manufacturer narrative:
Catalog number could be either 03.632.036 or 03.632.001; lot number could be either 4833405 or 4786301. Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on-going. No conclusion can be drawn at this time. Review of mfg records has been requested.